Manufacturer narrative:
On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an open cranial biopsy procedure, the site alleged a 2.5mm superior inaccuracy. The surgeon was accurate after registering the patient, then deemed being inaccurate after introducing the budde halo retractor. The surgeon was using the passive planar blunt instrument at this time. The site did not believe that the patient reference frame had moved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.